Manufacturer narrative:
(B)(4).

Event description:
During the first device interrogation after implant, it was noted that the device was in backup vvi mode. Sjm was contacted but it was not possible to establish telemetry. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation and visual inspection revealed no anomalies. The device was interrogated with a programmer and found to be in backup vvi mode. The device image was retrieved and appeared to be corrupted. Bench testing was performed and no anomalies were noted. The cause of the reset was unable to be determined as the device met specifications during testing.